Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, the patient was implanted and system diagnostics reported a lead impedance of 2179 ohms. On (B)(6) 2016, the patient had a system diagnostic completed that reported the lead impedance >10000 ohms. Patient underwent exploratory surgery on (B)(6) 2016 and the surgeon confirmed that the patient's lead pin was not fully inserted. The pin was then reinserted and the high impedance had resolved. System diagnostics run after the pin re-insertion showed normal impedance of 2165 ohms. Company representative was present during the exploratory surgery and he discussed proper technique for pin insertion and revisited visualization of pin distal to header block to check for complete pin insertion with the surgeon.